Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain"), ovarian cyst ("ovarian cysts") and surgery ("surgery") in an adult female patient who had essure (batch no. 883566) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity. Concurrent conditions included depressive disorder, endometriosis, ovarian cyst, migraine, obesity, pleurisy, pulmonary embolism, pulmonary infarction, sleep apnea, suicidal ideation and urinary tract infection. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("migraines"), headache ("headaches"), menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("allergic or hypersensitivity reaction"), allergy to metals ("nickel allergy") and back pain ("low back pain"). In (B)(6) 2012, the patient experienced ovarian cyst (seriousness criterion medically significant), fatigue ("fatigue") and abdominal distension ("bloating"). In (B)(6) 2012, the patient experienced the first episode of female sexual dysfunction ("apareunia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the second episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), weight increased ("weight gain"), weight decreased ("weight loss"), abdominal pain upper ("stomach pain"), vulvovaginal pain ("vagina pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression") and surgery (seriousness criterion medically significant). The patient was treated with surgery (full hysterectomy with bilateral salpingectomy) and surgery (oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, ovarian cyst, the last episode of female sexual dysfunction, weight increased, weight decreased, abdominal pain upper, fatigue, migraine, headache, menorrhagia, vulvovaginal pain, vaginal haemorrhage, dysmenorrhoea, abdominal distension, hypersensitivity, allergy to metals, dyspareunia, back pain, depression and surgery outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, migraine, ovarian cyst, pelvic pain, surgery, vaginal haemorrhage, vulvovaginal pain, weight decreased, weight increased, the first episode of female sexual dysfunction and the second episode of female sexual dysfunction to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-may-2018: pfs received. Events added: low back pain, apareunia, depression and surgery. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and ovarian cyst ("ovarian cysts") in a female patient who had essure (batch no. 883566) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depressive disorder, endometriosis, ovarian cyst, migraine, obesity, pleurisy, pulmonary embolism, pulmonary infarction and sleep apnea. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), weight increased ("weight gain"), weight decreased ("weight loss"), abdominal pain upper ("stomach pain"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), menorrhagia ("abnormal bleeding menorrhagia"), vulvovaginal pain ("vagina pain"), vaginal haemorrhage ("abnormal bleeding vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("bloating"), hypersensitivity ("allergic or hypersensitivity reaction"), allergy to metals ("nickel allergy") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (full hysterectomy with bilateral salpingectomy) and surgery (oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, ovarian cyst, female sexual dysfunction, weight increased, weight decreased, abdominal pain upper, fatigue, migraine, headache, menorrhagia, vulvovaginal pain, vaginal haemorrhage, dysmenorrhoea, abdominal distension, hypersensitivity, allergy to metals and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, migraine, ovarian cyst, pelvic pain, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.64 kgs. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received. Events added from pfs- abnormal bleeding vaginal, abnormal bleeding menorrhagia, allergic or hypersensitivity reaction, apareunia (inability to have sexual intercourse), migraines / headaches, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, weight gain / loss, other injury(ies) or complication (s) please describe: bloating, ovarian cysts (left subsequently removed). Reporter contact information, lot number, historical condition were added. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain/severe pain"), ovarian cyst ("ovarian cysts") and surgery ("surgery") in an adult female patient who had essure (batch no. 883566- not v) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity. Concurrent conditions included depressive disorder, endometriosis, ovarian cyst, migraine, obesity, pleurisy, pulmonary embolism, pulmonary infarction, sleep apnea, suicidal ideation and urinary tract infection. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("allergic or hypersensitivity reaction"), allergy to metals ("nickel allergy") and back pain ("low back pain"). In (B)(6) 2012, the patient experienced ovarian cyst (seriousness criterion medically significant), fatigue ("fatigue") and abdominal distension ("bloating"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia"). In 2015, the patient underwent surgery (seriousness criterion medically significant) and depression ("depression"). In 2015, the patient experienced surgery (seriousness criterion medically significant) and depression ("depression"). On an unknown date, the patient experienced weight increased ("weight gain/ weight loss: weight gain"), abdominal pain upper ("stomach pain"), vulvovaginal pain ("vagina pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight decreased ("weight loss"). The patient was treated with surgery (full hysterectomy with bilateral salpingectomy) and surgery (oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, ovarian cyst, surgery, weight increased, abdominal pain upper, fatigue, migraine, headache, menorrhagia, vulvovaginal pain, vaginal haemorrhage, dysmenorrhoea, abdominal distension, hypersensitivity, allergy to metals, dyspareunia, back pain, female sexual dysfunction, depression and weight decreased outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, migraine, ovarian cyst, pelvic pain, surgery, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Lot number: 883566 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: quality safety evaluation of product technical complaint. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain/severe pain"), ovarian cyst ("ovarian cysts") and surgery ("surgery") in an adult female patient who had essure (batch no. 883566) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity. Concurrent conditions included depressive disorder, endometriosis, ovarian cyst, migraine, obesity, pleurisy, pulmonary embolism, pulmonary infarction, sleep apnea, suicidal ideation and urinary tract infection. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("allergic or hypersensitivity reaction"), allergy to metals ("nickel allergy") and back pain ("low back pain"). In (B)(6) 2012, the patient experienced ovarian cyst (seriousness criterion medically significant), fatigue ("fatigue") and abdominal distension ("bloating"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia"). In 2015, the patient underwent surgery (seriousness criterion medically significant) and depression ("depression"). In 2015, the patient experienced surgery (seriousness criterion medically significant) and depression ("depression"). On an unknown date, the patient experienced weight increased ("weight gain/ weight loss: weight gain"), abdominal pain upper ("stomach pain"), vulvovaginal pain ("vagina pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight decreased ("weight loss"). The patient was treated with surgery (full hysterectomy with bilateral salpingectomy) and surgery (oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, ovarian cyst, surgery, weight increased, abdominal pain upper, fatigue, migraine, headache, menorrhagia, vulvovaginal pain, vaginal haemorrhage, dysmenorrhoea, abdominal distension, hypersensitivity, allergy to metals, dyspareunia, back pain, female sexual dysfunction, depression and weight decreased outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, migraine, ovarian cyst, pelvic pain, surgery, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 6-sep-2018: pfs received. Event added: weight gain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('at the proximal end of the fallopian tube there is an embedded apparent medical device consisting of silver metallic coiled material') and ovarian cyst ('ovarian cysts') in an adult female patient who had essure (batch no. 883566-inv,883565) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depressive disorder, endometriosis, ovarian cyst, migraine, obesity, pleurisy, pulmonary embolism, pulmonary infarction, sleep apnea, suicidal ideation, urinary tract infection, abdominal pain, adnexa uteri pain, ovarian mass and ovarian torsion. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pain / pelvic pain/severe pain"), migraine ("migraines"), headache ("headaches"), menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("allergic or hypersensitivity reaction"), allergy to metals ("nickel allergy") and back pain ("low back pain"). In (B)(6) 2012, the patient experienced ovarian cyst (seriousness criterion medically significant), fatigue ("fatigue") and abdominal distension ("bloating"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia"). In 2015, the patient experienced depression ("depression"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pain"), vulvovaginal pain ("vagina pain") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain/ weight loss: weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (full hysterectomy with bilateral salpingectomy and oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, ovarian cyst, pelvic pain, weight increased, abdominal pain upper, fatigue, migraine, headache, menorrhagia, vulvovaginal pain, vaginal haemorrhage, dysmenorrhoea, abdominal distension, hypersensitivity, allergy to metals, dyspareunia, back pain, female sexual dysfunction, depression and weight decreased outcome was unknown. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, migraine, ovarian cyst, pelvic pain, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 4 in left ostium and 1 in right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Satisfactory tubal occlusion noted. Pathology test - on (B)(6) 2013: at the proximal end of the fallopian tube there is an embedded apparent medical device consisting of silver metallic coiled material which measures approximately 7.0 cm in length by 0.1cm in diameter. This apparent medical device is retained in a separate labeled container, labeled "foreign body" with a disposal date, serial sectioning of the fallopian lube reveals pink, slightly lush cut surfaces, however, no distinct masses or lesions are grossly identified. The left fallopian tube is pink tan to purple, weighs 6 grams and measures 8.8 cm in length by 0.5 cm in average diameter embedded in proximal end of the fallopian is an apparent medical device consisting silver metallic coiled material which measures 7.2 cm in length by 0.1 cm in diameter. This measurement is taken after being pulled from fallopian tube and may have been stretched out. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, bloating, nickel allergy and migraine and following one was described in patient's medical record-embedded device. Most recent follow-up information incorporated above includes: on 6-sep-2019: medical record received: new event added from mr: at the proximal end of the fallopian tube there is an embedded apparent medical device consisting of silver metallic coiled material. Medical history and lab data added. Lot number received. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('at the proximal end of the fallopian tube there is an embedded apparent medical device consisting of silver metallic coiled material') and ovarian cyst ('ovarian cysts') in an adult female patient who had essure (batch no. 883566- not valid, 883565-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depressive disorder, endometriosis, ovarian cyst, migraine, obesity, pleurisy, pulmonary embolism, pulmonary infarction, sleep apnea, suicidal ideation, urinary tract infection, abdominal pain, adnexa uteri pain, ovarian mass and ovarian torsion. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pain / pelvic pain/severe pain"), migraine ("migraines"), headache ("headaches"), menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("allergic or hypersensitivity reaction"), allergy to metals ("nickel allergy") and back pain ("low back pain"). In (B)(6) 2012, the patient experienced ovarian cyst (seriousness criterion medically significant), fatigue ("fatigue") and abdominal distension ("bloating"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia"). In 2015, the patient experienced depression ("depression"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pain"), vulvovaginal pain ("vagina pain") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain/ weight loss: weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (full hysterectomy with bilateral salpingectomy and oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, ovarian cyst, pelvic pain, weight increased, abdominal pain upper, fatigue, migraine, headache, menorrhagia, vulvovaginal pain, vaginal haemorrhage, dysmenorrhoea, abdominal distension, hypersensitivity, allergy to metals, dyspareunia, back pain, female sexual dysfunction, depression and weight decreased outcome was unknown. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, migraine, ovarian cyst, pelvic pain, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 4 in left ostium and 1 in right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Satisfactory tubal occlusion noted. Pathology test - on (B)(6) 2013: at the proximal end of the fallopian tube there is an embedded apparent medical device consisting of silver metallic coiled material which measures approximately 7.0 cm in length by 0.1cm in diameter. This apparent medical device is retained in a separate labeled container, labeled "foreign body" with a disposal date, serial sectioning of the fallopian lube reveals pink, slightly lush cut surfaces, however, no distinct masses or lesions are grossly identified. The left fallopian tube is pink tan to purple, weighs 6 grams and measures 8.8 cm in length by 0.5 cm in average diameter embedded in proximal end of the fallopian is an apparent medical device consisting silver metallic coiled material which measures 7.2 cm in length by 0.1 cm in diameter. This measurement is taken after being pulled from fallopian tube and may have been stretched out. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, bloating, nickel allergy and migraine and following one was described in patient's medical record-embedded device. Most recent follow-up information incorporated above includes: on 23-sep-2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.